Manufacturer narrative:
The device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
This patient presented to the ER and was found to have sepsis. There was concern that this system might become infected, so it was explanted. Patient was put on antibiotics and a temporary pacer was placed until a new system could be implanted. On (B)(6) 2013 a new system was implanted.

Manufacturer narrative:
On (B)(6) 2016 - an op note was provided to us that showed this system was removed on (B)(6) 2013 and the reason for explant was bacteremia with suspected endocarditis. The explant and event dates have been updated.